Event description:
In follow-up communication, the research author reported that if there is or has been any harm to the patient, "it doesn't have anything to do with" the medtronic devices used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical product: unknown nim 1, 2.0, or 3.0. No identifying information given. (B)(4). The product was not returned for analysis.

Event description:
This report stems from the article titled ¿results of intraoperative neuromonitoring in thyroid surgery and preoperative vocal cord paralysis¿ by kerstin lorenz, et al, published in the world journal of surgery online on december 18, 2013. A retrospective study was performed on selected cases from june 1998 through may 2013 to analyze the validity of intra-operative nerve monitoring (ionm) in 285 patients with pre-existing vocal cord (vc) paralysis. Medtronic¿s nim system with emg-enabled endotracheal tube was used. Ten patients in the study sample required new tracheostomy for various reasons. It is not known if the nim system contributed to the need for tracheostomy. Other separate, reportable issues included new vocal cord paralysis (reported via medtronic internal reference number (B)(4)) and death (reported via medtronic internal reference number (B)(4)).